Event description:
Per home health nurse curlin pump is displaying an error for empty ii battery. Nurse replaced the two batteries and restarted but error still displaying. Rph advised a new pump will need to be sent as current one will need to be returned to manufacturer for service. Nurse has gravity infusion supplies on hand and will infuse gammagard via gravity. No other information provided. Serial number: (B)(6). No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting did not resolve issue. Device is available for return. Reported to cvs/caremark by: health professional.